Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a single tone beep from the system controller was occurring every four to five minutes. It was noted that there was full battery power. The pt was then connected to the power module, but there were no alarms, and there was no alarm history noted that coincided with the event. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported periodic single tone beep from the system controller was confirmed during analysis. The log file was reviewed and a notable number of power cable disconnect alarms were recorded over a short period of time, consistent with the reported event. During the evaluation, the system controller did not pass the test procedure due to the number of led's displayed on the battery gauge. During further investigation, it was found that the brown conductor (battery gauge line) of the black power lead was kinked, and when a small amount of pressure was applied it broke. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.